Event description:
It was reported that; during surgery paddle distractor broke free from handle due to handle breaking.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis performed and concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. Static torque test have concluded that the t-handle can withstand 23-26 nm of torque when retracted and 36 nm of torque when deployed. Conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
It was reported that; during surgery paddle distractor broke free from handle due to handle breaking.